Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a detached sensor wire. The sensor was inserted at the arm, which is off-label usage of the device, on (B)(6) 2019. No product was provided mined. No injury or medical intervention was reported.